Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that during the in clinic checkup, myopotential inhibition was noted on the device. Programming changes were recommended. Patient will be monitored with routine follow up.

Event description:
New information received states that an asymptomatic patient presented in clinic for follow up when another instance of post paced t wave oversensing was observed. The device was reprogrammed.

Event description:
It was reported that non-sustained lead noise due to post paced t wave oversensing was noted when the patient presented to the clinic. Patient was asymptomatic. Programming changes were made that resolved the oversensing.